Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement device shipped to site 06/15/2016. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a spine procedure, their 100mm percutaneous reference pin was broken. The post on the side of the percutaneous pin fell down during the pin insertion process. The post was retrieved, no fragments remained in the patient. No further details regarding this issue, or specifically how or when it occurred, were provided. A second percutaneous pin was brought in to continue the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacture date provided. The hardware investigation found that the reported event was related to a mechanical issue. It was found that the cross pin on the percutaneous pin had broken off. This issue was documented in a medtronic navigation hardware anomaly tracking database.